Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unrelated surgery, the patient received inappropriate hv therapy. Review of the session record revealed far p-wave oversensing. Programming changes were recommended.